Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot: 31012388m and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cryo atrial fibrillation ablation procedure with a decanav electrophysiology catheter. The patient experienced hypotension and arrhythmia. After the first cryo lesion was completed on the left superior pulmonary vein, the patient's blood pressure dropped within a couple of minutes and did not recover until the patient had ventricular and pharmacological support. The qrs complexes got wider apart and the pulse was weak. There was no observed pericardial effusion on intracardiac echocardiography (ice). The qrs complexes got wider apart and the pulse was weak. No cardiopulmonary resuscitation (CPR) was administered. The patient was stable. Additional information was received. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was unknown, likely procedure related. Intervention provided was pharmacological to support pressures and ventricular pacing. Outcome of the adverse event was fully recovered.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 28-jun-2023, noted a correction to the 3500a initial as the physician information was omitted. Therefore, updated section e. Initial reporter.